Manufacturer narrative:
Evaluation of the returned devices by depuy materials science found each of the 4 submitted neuflex mcp finger implants suffered fractured, worn-through, torn, or sliced material in multiple locations. Fractures of the size 20 and size 40 implants were examined by stereomicroscopy, but could not be examined by sem in order to determine the mode of fracture since the fractures remained ¿closed¿. Through-fractures of the size 30 implants were examined by sem and determined to have been caused by fatigue (repeated loading). If the ¿primary¿ fractures are considered to be the hinge location for the size 20 and size 40 implants, and the base of the phalangeal stem location for the two size 30 implants, then a common, highest stress region would be suggested along the dorsal-to-numbered sides. A common orientation of the highest stressed region could suggest that the patient loaded all 4 implants by performing a particular, possibly repetitive, action, most likely with the fingers in flexion. Since the implants did not suffer identical ¿primary¿ fractures, this variation suggests that there are no common potential material or manufacturing defects, or obvious design flaws. Examination of the fracture surfaces by sem or stereomicroscopy revealed no apparent material defects for all 4 submitted finger implants. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Follow up attempts were attempted to obtain the item but were unsuccessful although the initial report stated the product was going to be returned. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
The surgeon just show me the last xray of the patient and the 4 implants neuflex pip are broken. Update (B)(6) 2012 - no trauma; patient with arthritis rheumatoid (with indication for this kind of procedure) with articulation considered "normal"; for this kind of patient (lots of fibrosis and synovitis) which is normal in this kind of pathology; normal ligament and adjacent structures, with stability. Product information updated, xrays attached, products available.